Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's clock was 3 to 4 minutes fast, battery life was down to 3 to 4 minutes, it was giving insulin flow block alarms, took longer to rewind, a black was broken off and 2 belt clips were broken in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.